Event description:
It was reported that there was an impedance issue. During an impedance test, there were high impedance of >3600 ohms on 1 and 14. Electrode 14 was >3600 in all combinations. Electrode 1 was >3600 in combinations with 5, 8, 9, 10, and 14. Electrode 1 and 14 were not and would not be in use with any electrodes showing impedance issues. They were unable to determine if the impedance issue was with the implantable neurostimulator (ins) or which lead. No action was required as a result of the event. No patient symptoms reported. The patient was alive without injury, and was receiving effective therapy. No further action was planned.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type: lead. Product ID: 8590-9, lot# n315376, implanted: 2012-(B)(6), product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. Product ID; 3708140, serial# (B)(4), implanted: 2012-(B)(6), product type: extension. (B)(4).